Event description:
It was reported the insulin pump had alarmed no delivery and customer had been having high blood glucose of 32.3mmmol/l. Customer was advised to reach out to the paramedics. Customer was advised to do a complete set change and was unable to troubleshoot for possible occlusion. Customer stated she will call back to troubleshoot the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.